Event description:
The patient had experienced several falls since having a seizure in (B) (6) 2009. Afterward, was unable to walk and talk while deep brain stimulation was on. When stimulation was turned off during a colonoscopy, he was able to speak. He was also able to walk without falling when it was off. Please see MFR report #3004209178200909121. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B) (4).